Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest documented blood glucose of 302 mg/dl while using an ilet with a steel 6 mm contact/detach infusion set and a fiasp prefilled cartridge; the device did not alarm for interrupted delivery, and the user confirmed no visible leaks at the site initially. Symptoms included no reported physical symptoms. Outcomes included user self-management without outside assistance or medical intervention, and glucose trending down to 184 mg/dl after a complete supply change. Investigation included guided troubleshooting, multiple infusion set changes, cartridge inspection, and education on performing a full supply change. Investigation of this case revealed no device alarms or confirmed external leak, and post-call analysis suggested excess insulin loss from repeated tubing fills during sequential site changes using the same cartridge and connector, which explained the discrepancy between insulin dosed and insulin remaining. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user technique contributing, and the event resolved after a full supply change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.